Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2022). Device not returned.

Event description:
It was reported that during a stent graft placement procedure, the stent was allegedly under the length indicated on the package which leads to decrease of the flow in the right common iliac. The patient will undergo lower limb amputation . The current patient status was unknown.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly under the length indicated on the package. It was further reported that after dilation, the left common iliac occluded. The patient will undergo lower limb amputation. The current patient status was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not available for evaluation. Images were provided demonstrating the expanded stent, and pta balloon in the iliac artery. The resolution is poor so that a strut evaluation for stent foreshortening was not possible. A stent length measurement was not possible due to missing adequate scaling information. Based on the information available, the investigation is inconclusive for reported issues. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use closely describe holding and handling of the system throughout deployment; in particular the instruction for use state: 'remove slack from the delivery system catheter held outside the patient.', and 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (¿) initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position.' In regards to pta, the instruction for use state: 'predilatation of the lesion should be performed using standard techniques.' H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.